Event description:
Healthcare professional reported to company representative a "small blond hair on top of the expander." Patient contact did not occur and surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device appearance (no observed blond hair on top of the expander). Leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings observed in the device, the fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No hair or fiber is seen in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative a "small blond hair on top of the expander." Patient contact did not occur and surgery was completed with a backup device.